Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be filed. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported that the patient received a fitmore hip system at an unknown date and that he was reoperated due to pain and loosening on (B)(6) 2013.